Event description:
Customer reported experiencing three pump failures in the past six months. There was no adverse impact to the customer's blood glucose level. Technical support could not proceed with troubleshooting because the customer declined follow-up, resulting in no further action being taken.